Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that high impedances were measured on electrode 0 since the patient's last revision. The patient did not have any issues with therapy since their implantable neurostimulator (ins) did not use electrode 0 to program therapy. The patient did not experience any symptoms. No patient complications were anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, (B)(4), product type: extension, product ID: 3387-40, lot# 0203788750, product type: lead, product ID: 3387-40, lot# 0203788754, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the issue was resolved.